Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the device was opened, the band was detached from the tensioner. There was no patient involvement. Attempts have been made and no further information has been provided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as this component was reported under the incorrect sentinel event. The device did not fracture but instead disassembled. Further, this device did not cause or contribute to any serious injuries. Therefore, this medwatch was submitted in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined to be not reportable as this component was reported under the incorrect sentinel event. The device did not fracture but instead disassembled. Further, this device did not cause or contribute to any serious injuries. Therefore, this medwatch was submitted in error and should be voided.